Manufacturer narrative:
Investigation outcome: the hospital¿s report appears substantially accurate, during use the device showed missing monitoring data (e.g., leak volume) and was immediately replaced with a backup unit, with no harm occurring. The device was later serviced, the flow sensor was replaced, and post-repair checks passed, so it is currently functioning normally. The most likely cause cannot be confirmed (suspected flow sensor failure or possible ingress). The possible cause could not be observed. The equipment department repaired the machine, replaced the flow sensor and solved the sensor. Now the device works normal. No log file has been provided. The possible cause could not be observed, might be due to flow sensor failure or ingress. Replacing it resolves the issue. As the device was repaired by the user facility, the specific circumstances during use cannot be determined, hence the exact cause of the malfunction cannot be identified. We cannot recommend user facility self-repair. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "the patient had shortness of breath and decreased blood oxygen saturation, and was given non-invasive ventilator assisted ventilation. After the nurse performed the procedure, she found that there was no monitoring data such as tidal volume on the ventilator panel, and immediately replaced the ventilator." No health consequences or impact. No intervention necessary the case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet. So far no relation to the device has been established.